Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported "keeps shutting down" was not reproduced. The device was tested with a known good battery and functioned as intended. The associated battery module was not returned with the pump for testing. A review of the event history log revealed "improper shutdown!" Messages which indicates that all power to the pump was lost, however the history log cannot be used to determine the means by which power became disconnected. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified however no device correction was identified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump kept shutting down. This was observed during testing in the biomed service department. There was no patient involvement. No additional information is available.